Event description:
Customer reports that she obtained results of 234 mg/dl and 104 mg/dl on the same device within 10 minutes. No action was reportedly taken based on device results. No adverse event reported nor any treatment. No quality controls were used. Requested return of suspect device and replacement was sent.